Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown when they unplugged the unit and failed to switch to battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.